Manufacturer narrative:
Heartsine's investigation of the device could not confirm the reported fault. Upon receipt, the device was emitting clear and audible voice prompts from the speaker. Measurements were taken on the speaker with no fault found. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device was not providing a sufficient voice output. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. (B)(6).

Event description:
The distributor contacted heartsine to report that their device was not providing a sufficient voice output. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reported with this event.